Event description:
The pt was admitted to the hosp in diabetic ketoacidosis with a blood glucose level of just over 200. Approximately one week before the pt had been admitted with a blood glucose level of over 2000 when using a different MFR insulin infusion pump (minimed). The nurse indicated taht the pt is probably still exhibiting insulin resistance from the previous dka incident that would explain her current reaction. The hosp requested that the pump be inspected.